Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a partial display. They had used new and fully charged batteries. The display anomaly persisted after a change of battery. There were missing segments on the display during the self-test. The active insulin on the insulin pump was not readable. The customer¿s blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. The insulin pump was received with a solid white blank display with horizontal black lines across the display due to cracked lcd glass. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test or verify missing segments/partial display due to cracked lcd glass. The insulin pump was also received with scratched case, serial number label peeling and faded, pillowing keypad overlay, and minor scratched lcd window.